Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. Upon investigation, the electrode belt failed the te recognition test. There was a fractured solder connection at the j2 tab inside of the rear 1-wire therapy electrode (te). The cause of the test failure was isolated to the fractured solder connection. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. A corrective action was issued for this error. No adverse event resulted from the open connection.

Event description:
A us distributor returned electrode belt (B)(4) indicating that it had non-functional tes.